Event description:
Spatz3 was implanted on (B)(6) 2025 (patient initials (B)(6))). The procedure occurred without complications. On (B)(6) 2025, the patient first reported pain to the clinic team. She was instructed to come in for hydration and medication (IV fluids and dipyrone). The patient left the clinic with significant improvement and was advised that if the pain persisted, she should seek emergency care. On (B)(6) 2025, the patient showed up without an appointment saying she wanted the balloon removed, but she had a stomach full of food, which made removal impossible. She was again medicated by the doctor on duty at the clinic, and the removal was scheduled for 2 days later ((B)(6) 2025), allowing time for preparation. However, the patient did not show up. She was once more advised that if the pain persisted, she should seek emergency care. According to the clinic, the patient had already been telling the nurse that she was not following the recommended diet. The patient had been admitted to emergency care (date is unknown) at the hospital with gastric perforation. The patient is recovering well.

Manufacturer narrative:
To date, spatz fgia inc. Has not received the product for evaluation, therefore no analysis or testing has been done. A review of the device labeling notes the following: each patient should be instructed to report to physicians immediately regarding any and all change of symptoms. Symptoms of deflation, gastrointestinal obstruction, ulceration and other complications which might occur should be reviewed with patient, and patients should be advised to contact his/her physician immediately upon the onset of such symptoms. Injury to the lining of the digestive tract as a result of direct contact with the balloon, catheter, polypectomy snare, or as a result of increased acid production by the stomach - esophagitis, gastritis or duodenitis. This could lead to ulcer formation with pain, bleeding or even perforation. Surgery may be necessary to correct this condition, and could result in death. Patients with an intragastric balloon who experience severe abdominal pain that have a negative endoscopy and x-ray may additionally require a CT scan to definitively rule out a perforation. Physicians have reported the concurrent use of ppi (proton pump inhibitor) and h2 blocker medications which reduce acid formation or reduce acidity. Silicone elastomer is degraded by acid. Moderating the ph in the stomach with these medications should prolong the integrity of the spatz3 adjustable balloon system® , and their use is highly recommended. Each patient must be monitored closely during the entire term of treatment in order to detect the development of possible complications.